Event description:
It was reported that the subject device is loose. The event occurred during reprocessing. There was no patient involved reported.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device is loose. The event occurred during reprocessing. There was no patient involved reported.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Corrected fields: b3 and h6 health effect - impact code. Updated fields: g3,h2, h3, h4, h6, h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The able boot was pulled down from the camera. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.